Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any related trends regarding commonalities for the complaint lot and issue. The device history review did not identify any nonconformances or deviations with complaint lot 66063be01. In-house testing of a retained reagent kit of the complaint lot 66063be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 66063be01 was identified. Updated h4 - device mfg date: from 7/12/2024 to 7/17/2024.

Event description:
The customer reported false nonreactive alinity I syphilis tp results for one newborn patient. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co is reactive): newborn syphilis results: initial = 0.38 s/co (nonreactive); repeat result = 14.69 s/co (reactive). Tppa result = positive. The patient¿s mother has a history of syphilitic infection. The customer repeated the newborn sample one more time and generated a result of 14.83 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21 / -31. Upon review, found correction to h4 - device mfg date = initial: 7/17/2024 / correct date: 7/12/2024.

Event description:
The customer reported false nonreactive alinity I syphilis tp results for one newborn patient. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co is reactive): newborn syphilis results: initial = 0.38 s/co (nonreactive); repeat result = 14.69 s/co (reactive) tppa result = positive. The patient¿s mother has a history of syphilitic infection. The customer repeated the newborn sample one more time and generated a result of 14.83 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21 / -31.

Event description:
The customer reported false nonreactive alinity I syphilis tp results for one newborn patient. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co is reactive): newborn syphilis results: initial = 0.38 s/co (nonreactive); repeat result = 14.69 s/co (reactive) tppa result = positive. The patient¿s mother has a history of syphilitic infection. The customer repeated the newborn sample one more time and generated a result of 14.83 s/co (reactive). There was no impact to patient management reported.